Manufacturer narrative:
Device received with constant motor arm failed self-test alarm and unable to communicate to test minilink and the glucose sensor simulator due to a faulty y1 on the rf board. Unable to perform self-test and displacement test due to motor arm failed self-test alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had wireless communication error. The customer blood glucose level was unknown. Customer advised to replace the pump and revert for the back-up plan. The insulin pump will be returned for the analysis.